Event description:
It was reported device was used during a colon resection. The right colon was removed with two firings of the tlc55. When creating the common otomy the resident fired the tlc55 without closing the two halves of the instrument together. It was difficult to advance the driver and it would not go all the way. The anastomosis was incomplete and the procedure was completed by hand sewing. An extra 30 minutes was added to the case.